Event description:
It was reported that the user experienced low glucose, with a fingerstick reading of 69 mg/dl and a concurrent ilet reading of 49 mg/dl, and received troubleshooting and education on the 15-15 method to avoid overtreatment. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included user counseling and education on hypoglycemia management. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.